Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. It was noted that the patient had an appointment date of (B)(6) 2014. It was noted that the patient had an appointment with the health care professional and manufacturing representative on (B)(6) 2015 to schedule the patient¿s ¿piece.¿

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the patient¿s battery would turn off and it started on the day prior to the report. The patient noted that she would be walking around pain free and the battery would turn off after about an hour and a half. It was noted that the patient had her battery charged. Placing the recharger antenna over the implant, the patient noted the first quarter of the implantable neurostimulator (ins) battery blinking. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.